Event description:
The customer stated that an initial decreased architect tsh result of 0.0 uiu/ml was generated. A new sample was obtained and a result of 4.87 uiu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.